Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented for a right atrial (ra) lead implant procedure in the hospital on (B)(6) 2021. While attempting to implant the lead, it was noted that there was high pacing lead impedance. The lead was removed and replaced without further incident. The patient was stable condition.